Event description:
It was reported that five days after the catheter was placed, a leak was found from the hub. As a result, it was removed and a new kit was opened and used without issue. A delay was reported, however, there was no reported delay. Death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.